Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from a patient about the difficulty to use pro. Both the needle and the outer cover are shorter than the previous ones.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from a patient about the difficulty to use pro. Both the needle and the outer cover are shorter than the previous ones.